Manufacturer narrative:
Pump received with minor scratched lcd window, scratched case,pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, missing retainer and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump is cracked and there is a crack on the insulin threads. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.